Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured during surgery. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
No devices or photographs were received; therefore, the condition of the components is unknown. Medical records were not provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Proposed component (annex g) code is mechanical (g04) - provisional top.

Event description:
No further event information available at the time of this report.